Event description:
Information from clinical trial database. Thromboembolism. Resolved with reopro. Coils used: x-3-5-t10-mc nexus morpheus 3d csr, x-2-6-t10-hss nexus helix supersoft csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information. Registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.